Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement due to a problem isolated to electrical board.

Event description:
Information received by medtronic indicated that insulin pump had battery did not last longer and replace battery alert. Customer received a low battery alert prior to the replace battery alert or off no power alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.